Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 3.1 was not detected on the bus. A field service engineer (fse) opened the back of the station and observed that the right-side light on the controller board was out. The fse shut down the station, opened the back of the drawer, and replaced the retractor bands on both drawers 3.1 and 3.2 due to noticeable wear on the cables. After closing the back of the drawer, the fse rebooted the station into admin mode and confirmed that the drawer had four functioning lights on the controller board. The back of the station was then closed. The fse logged into the hardware test application (hta), ran tests on drawers 3.1 and 3.2, and finally rebooted the station into the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.